Event description:
Ebu catheter was defective. Flattened in the middle and did not allow for passage of guide extension. We need guide extension for support but the flattened region of the 6 fr ebu 3.5 catheter hindered delivery of both guideliner and telescope. We had to take the catheter out, coronary wire out. Re engage with another guide catheter and rewire the vessel.